Event description:
It was reported that there was high impedance, high thresholds and fracture on the right ventricular (rv) lead. It was noted the thresholds were slightly elevated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.